Manufacturer narrative:
(B)(4).

Event description:
The pt experienced an increase in stimulation since implant when: she talks on her cell phone; uses laptop; near microwave; by clinic computer. It was noted the leads were placed in cervical area. Additional information has been requested.